Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose level was unknown. It also stated that troubleshooting was performed and insulin pump error issue was remain unresolved. Customer will return device for analysis.

Manufacturer narrative:
Device was received with a an error in the motor was detected by reading unexpected value from hall sensor error alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. Moisture damage in the reservoir tube, on the motor assembly and electronic assembly noted during visual inspection.